Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The implantable pulse generator (ipg) and paddle lead were removed and discarded by the medical facility.